Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for antibody to (B)(6). The customer was comparing results between serum samples and plasma samples. It is not known if erroneous results were reported outside of the laboratory. The initial (B)(6) result from a serum sample was (B)(6). The initial (B)(6) result from a plasma sample was (B)(6). The serum sample was repeated and the result was (B)(6). The repeat plasma sample result was (B)(6). No adverse event was reported. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. The patient sample was not sent in for investigation. Immunoblot testing was performed. Based on the results from the investigation, the customer's (B)(6) serum results were correctly (B)(6) and the customer's (B)(6) plasma results were correctly (B)(6). The root cause of the (B)(6) serum results may be related to contamination.